Event description:
Olympus reviewed the following literature report "scissor-type knife precut in balloon enteroscopy¿assisted ercp for patients with difficult biliary cannulation and surgically altered anatomy (with video)." Literature summary: this retrospective study describes the scissor-type knife precut in balloon enteroscopy¿assisted ercp for patients with difficult biliary cannulation and surgically altered anatomy. In this study, 125 patients with native duodenal papillae underwent be-ercp, and the papilla was reached in 116 patients. A short-type double-be (ei-580bt; fujifilm) or short-type single-be (sif-h290s; olympus ) was used for be-ercp. Skp was conducted using the sb knife jr or sb knife jr2 (sumitomobakelite) and the electrosurgical unit (esg-100; olympus ) was set to the pulsecut mode at 30 to 40 w. The success rate of biliary cannulation with the standard cannulation was 67.2% (78/116), and further improved to 87.9% (102/116) with the addition of needknife precutting. Skp was attempted in 12 patients. The technical success rate of skp was 66.7% (8/12); thus, skp increased the final success rate of biliary cannulation to 94.8% (110/116). The rate of adverse events associated with skp was 8.3% (1/12). Mild pancreatitis occurred in one patient, who recovered with conservative management. This study concluded that the use of the skp technique for difficult biliary cannulation in patients with saa, which may serve as a useful option for salvage cannulation during be-ercp. Type of adverse events/number of patients: pancreatitis - 1 patient: treated with conservative management.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. . Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information from the author and the legal manufacturer's final investigation. New information was added to the following fields: b3, b5, h6, h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The author responded to a request for additional information stating there was no malfunction of the olympus device.